Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186ans, UDI: (B)(4), serial: (B)(6), batch: a000104163.

Event description:
Related regulatory report number: 3006705815-2024-00889. It was reported that one of the patient¿s leads had high impedances and they were experiencing pain at the ipg site. As a result the patient lost effective therapy. The patient did not report any falls or traumas. Surgical intervention was undertaken to explant the scs system. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186ans, UDI: (B)(4), serial: (B)(6), batch: a000104163.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.